Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery (rca). Pre-dilatation was performed using a 2.0x20mm non-abbott balloon dilatation catheter (bdc). Reportedly, the 2.5x38mm xience xpedition stent delivery system (sds) failed to cross the lesion possibly because pre-dilatation was not sufficient, and was withdrawn without issue. Upon withdrawal, a bent stent implant strut was noted. Additional pre-dilatation was performed using a non-abbott bdc, followed by successful deployment of a 3.5x28mm xience xpedition stent implant in the distal rca. The 3.5x12mm xience xpedition sds was advanced to be deployed in the proximal rca; however, it failed to cross the lesion. Reportedly, force was applied against resistance and the stent implant became damaged. During withdrawal of the 3.5x12mm xience xpedition sds, resistance was met with the 6 french non-abbott guiding catheter. The guiding catheter and the sds were removed as a single unit. A new 6 french non-abbott guiding catheter and a 4.0x16mm non-abbott sds were used to successfully complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and difficult removing the sds were unable to be confirmed as the stent was dislodged and not returned. Follow-up information received from the account stated that the stent dislodgement occurred post-procedure during incidental handling (cleaning or packaging for return). No additional information was provided. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: medtronic al075 6 french; stent: 3.5x28mm xience xpedition. (B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.